Manufacturer narrative:
The MDR is a follow-up for MFR 2017865-2014-17201. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s right atrial lead exhibited chronic insulation break, noise and inappropriate mode switch. The lead was explanted when the patient presented for a routine generator replacement. The patient was stable before, during and post procedure.